Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a communication and control panel error messages during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.